Event description:
It was reported the pt was charging more than expected. The battery was relocated from the sub clavicle to the abdomen. The pt had a "much" flatter recharge plane, and the pt was not having any further issues.

Manufacturer narrative:
(B)(4).